Event description:
The customer reported that she had a leaky reservoir. The customer stated that she had been having various issues with her infusion sets and reservoirs, mostly cap anomalies. The customer then stated that the reservoir septum was damaged and leaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device wil be returned for analysis and further info will follow once the analysis has been completed.